Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer has three beep issue and the stylus will not work; xy printed circuit board assembly found out of electrical specification. (B)(4).

Event description:
It was reported a system error displayed. Followup indicates it was confirmed that the error occurred at the start up, and although it did get past the error and reached start up screen, the user heard beep/click and decided against using the programmer. The programmer was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. No patient complications were reported as a result of this event.